Manufacturer narrative:
Additional information: the device was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The lot number was not provided; therefore, a device history record (DHR) could not be performed. Based on the information available, the root cause of the reported event could not be conclusively determined. Regarding the foreign matter, it is possible that during lens injection a minimal amount of small white powder like particles of biofilm coating can be detached from the surface of the cartridge. Such particles are bound within the viscoelastic and then injected into the eye together with the viscoelastic solution. This is a normal and non-critical effect of the new biofilm coating. Any visible residues in the eye or on the lens after injection may have a temporary cosmetic impact only, but do not cause any danger for the patient at any time.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon noticed a small dark spot on the lens that looked like a foreign body. The incision was enlarged to remove the lens. The lens was then removed from the capsular bag and replaced with a different model lens. The patient underwent routine post-op care following surgery.